Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse from the USA of an exit site infection in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with the baxter customer service, the following information was provided. On an unknown date, the patient developed an exit site infection and was hospitalized for the event. The cause of the exit site infection was unknown. It was not reported if a peritoneal effluent culture was performed. The patient was admitted to the hospital (B)(6) 2012 in order to have their catheter replaced. Treatment information was not reported. On an unreported date, that patient recovered from the exit site infection. Per the nurse, the exit site infection was not related to dianeal therapy. After assessment it was determined that the event of the exit site infection was caused by the presence of the third party catheter the patient was using. Information pertaining to the manufacturer, brand name and lot number of the catheter was unknown. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).